Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: krukhaug, y. And hove, l. (2009), experience with the ao plate for displaced intraarticular fractures of the distal radius, scandinavian journal of plastic and reconstructive surgery and hand surgery, vol. 38(5), pages 293-296 (norway). The aim of this article is to use open reduction and internal fixation (orif) with the ao plate in 32 displaced, intraarticular fractures of the distal radius. Between 1998 and 2001, a total of 32 patients (26 males and 6 females) with a median age at the time of injury was 48 (22-74) years were treated with an open reduction internal fixation (orif) using an unknown synthes ao plate, screws and pins. Only 29 patients were followed up after a median of 23 (9-46) months. The plate has been removed in 9 patients. The following complications were reported as follows: 3 patients had some cold intolerance. 2 patients had reduced strength in the thumb extensors. 1 patient had an amputation neuroma of the superficial branch of the radial nerve. 1 patient had adhesions of the flexor tendons of the 2nd and 3rd fingers because the screws were too long and had penetrated the tendon sheaths. This is for an unknown screws. This report captures cold intolerance, reduced strength, amputation neuroma of the superficial branch of the radial nerve, adhesions of the flexor tendons of the 2nd and 3rd fingers because the screws were too long and had penetrated the tendon sheaths. This is report 2 of 3 for complaint (B)(4).